Event description:
Information was received from a patient regarding an external device. Pt does not have her equipment with her - the reason for call was patient stated the charger is taking at least 2 hours to charge the implanted neurostimulator battery. Patient stated the remote is running out of battery before the implanted neurostimulator is fully charged since about 5 weeks ago. Pt stated she was told that it would take 45 minutes to charge the ins from empty to 100% - pss reviewed "normal" charge duration time of 1 to 2 hours from empty. Patient stated it is very painful for her to charge her back because it pushes on her battery and it is painful and it gets hot since about 5 weeks ago. Pt stated that she does not feel pain when she is not recharging. Troubleshooting was unable to be performed pt does not have the rtm cord with her. Pss suggested that pt call back with equipment for the rtm cord to be shipped.**pt mentioned that she had the rtm replaced about 8 weeks ago. Pt was supposed to receive a recharging belt in that order but she never received the belt. Pss is sending a request for the belt and pss reviewed back order status of the belt. See request to repair attached f or the belt only at this time. Pt asked if her lead wires are compatible for other manufactures pain stim devices. Pss is sending a message to the field regarding pt question

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID m943899a (serial: unknown); product type: 0001-accessory; implant date n/a; explant date n/a section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97755 (serial: unknown); product type: 0213-recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.